Manufacturer narrative:
To date, additional attempts to get more information from the reporting physician have been unsuccessful. We are unable to determine the definitive cause of the event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Physician reported that a patient treated with tongue suspension had developed a neck abscess. The infection required hospitalization, anti-bacterial irrigation and subsequent removal of the device.